Event description:
The manufacturer's rep reported that the pt experiences "withdrawal with every refill." The pt reports "flu-like symptoms, nausea and increased pain." The pt is "treated with polypharmaceuticals." She receives morphine 60 mg/ml via the drug pump- daily dose unk. Two weeks ago the pt presented with a refill request. 4-5 ccs of drug remained in the reservoir per interrogation. A refill was performed and the low volume alarm was reset to 1-2 ccs. The pt was been given oral medications in the emergency department and the hcp has suggested the possibility of a catheter dye study.